Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6) hospital. Event site address: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID: (B)(4).

Event description:
It was reported by the customer that the intra-aortic balloon (iab) catheter after insertion into the patient had a message of source transducer-no cable appeared on the screen in addition to fiber-optic sensor failure message appeared as well. There was no patient harm reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: g2. H6 (type of investigation).

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected field: d4 lot number and UDI number.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Corrected field: d8 should have kept empty for balloon, h6 medical device problem code it was reported that after the insertion of sensation plus 50cc iab catheter into the patient, the message of "source: transducer-no cable" appeared on the screen in addition to fiber-optic sensor failure message appeared as well. The staff changed the source of pressure to the traditional pressure transducer and went well.